Manufacturer narrative:
Despite three follow-up attempts, the customer did not provide additional information regarding the event or product. The device is not expected to be returned for evaluation. No device history record could be reviewed, as no product information is available. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The customer did not provide the product details; therefore, no information was captured in section d4 (lot #, model #, catalog #, UDI #, and expiration date) and the device manufacture date (h4) could not be determined.

Event description:
The customer reported that upon unpacking a new contour® next gen meter kit, she observed that the microlet® lancets appeared to have been previously used, as evidenced by orange stains on them. No adverse event was alleged. The device is not expected to be returned for evaluation.